Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was later reported that the helium tank had depleted within twelve (12) hours and that the console cover sustained damaged after the iabp unit had been dropped. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the helium leak, however, the stm observed that the helium regulator was loose and could not be tightened. In addition, the stm observed physical damage to the console cover. The stm replaced the damaged console cover and, as a precautionary measure, replaced the helium reservoir assembly and o-ring. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was later reported that the helium tank had depleted within twelve (12) hours and that the console cover sustained damaged after the iabp unit had been dropped. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.